Manufacturer narrative:
The pt has not returned to pump therapy until she is re-assessed and re-trained by a certified pump trainer. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported she was hospitalized on (B)(6) 2010 with blood glucose of 30 mg/dl. A family member reported that she was actually hospitalized on (B)(6) 2010 when he found her; she was not wearing the pump at the time and the pump was on the pt's bed. The family member transported the pt to the hospital where she remained for over a week. The pt reported that she resumed pump therapy in the hospital on (B)(6) 2010 but returned to injections several days later. She said that she was unable to connect the infusion set tubing to the cannula housing due to visual impairment. Review of the pump with the pt revealed the following information: basal rates were correctly programmed and delivered (0.6 units/hour) on days leading up to the event. The insulin to carbohydrate ratio was accurate but she was uncertain about the other bolus settings. There were no records of bolus deliveries or prime activities for (B)(6) 2010. The total bolus delivery for (B)(6) 2010 was 6.35 units which was lower than previous days (on (B)(6) 2010 bolus was 14.25 units and on (B)(6) 2010 bolus was 9.2 units). The prime history for (B)(6) 2010 was as follows: 4:04 pm prime 5.5 units, 4:04 pm fill cannula 0.3 units, 7:37pm prime 7.7 units, and 7:37pm fill cannula 0.3 units. The pt cannot recall why she completed the prime and fill cannula steps twice and does not remember if she was attached to the pump at the time. She denied increased activity level or decreased carbohydrate intake on the day before or the day of the event. This event is being reported because the cause of the hypoglycemia remains unk. A user error cannot be ruled out.